Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14262. It was reported upon opening the lead site exudate emptied. Patient was prescribed antibiotics to address the issue. Infection was not confirmed.

Manufacturer narrative:
The report stated that there was a ¿wound issue¿ and during an operation, the opening wound exudate emptied. The physician decided to explant the system. Infection was not confirmed, no infection present. Analysis of the returned swift-lock anchor found minor damage consistent with the explant procedure. Testing of the anchor with a lab lead found the locking mechanism functioned as intended.